Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was exchanged for a longer length lens. The problem was resolved. Cause is unknown.

Manufacturer narrative:
D4 - catalog #: vticm5 12.6 corrected to vticm5 12.1. G4. Premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. Claim # (B)(4).